Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device failed thermistor and hand control assessment, had vibration in the motor, had a cut in the air hose and the safety cable was frayed. It was determined that the thermistor and hand control failed because the flex circuit was damaged. It was determined that this type of damage confirmed the reported condition. The assignable root cause for the failed thermistor and hand control assessments and vibration in the motor was due to normal wear over time. It was determined that the cut in the cord and cable was due from allowing the cord and cable to come in contact with a sharp object which was indicative of customer misuse, abuse and/or error. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that the motor device had an e3 error code. During in-house engineering evaluation, it was observed that the device failed thermistor and hand control assessment, had vibration in the motor, had a cut in the air hose and the safety cable was frayed. The event was not reported to have occurred during surgery. There were no delays in the reported event. The reporter could not confirm if a spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.